Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Reference MFR. Report : 1221359-2021-01640, 1221359-2021-01641, 1221359-2021-01643.

Event description:
The customer reported seven (7) false negative results with the ID now covid-19 assay, which occurred on various dates and with different lot numbers. This report addresses lot three (3) of four (4). The customer reported two (2) false negative results with the ID now covid-19 assay. Nasal swabs were collected on (B)(6) 2021. Confirmation testing (B)(4) generated positive results. The nasopharyngeal samples in viral transport media were collected on (B)(6) 2021. Per the customer, no additional information will be provided.

Manufacturer narrative:
H10: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1020568 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot: 1020568, test base part number 190-430 / lot: 1020568 the lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1020568 showed that the complaint rate is 0.015%. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue as the logfiles were not provided.